Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h6

Event description:
Patient reported "leakage". Device remains implanted. This record is for the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "bilateral leakage". Device remains implanted. This record is for the left side.